Manufacturer narrative:
The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted without a lot number provided. Additional information is pending and will be submitted 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 6x40mm precise pro rx stent, lot 15813230, catalog pc0640rxc. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 1016427-2014-00046 and 9616099-2014-00266.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 1016427-2014-00046 and 9616099-2014-00266. Complaint conclusion: as reported by the sapphire study, the patient suffered from a sudden onset of a left hemiparesis that was diagnosed as hypoperfusion immediately after stent deployment. It was also reported that the stent under-expanded, which had led to the hypoperfusion. The patient was treated with a balloon expansion of the stent. The patient fully recovered in approximately 2 minutes and was discharged the next day. The target lesion was located in the right ostium of the internal carotid artery and the right bifurcation of the common carotid artery. The length and diameter are unknown. The lesion was severely calcified with a stenosis rate of 95%. The target lesion was a restenosed endarterectomy site. The nih and rankin scale were not performed and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard rx embolic protection device and it was successfully deployed past the lesion. Pre-dilation was not performed. Then, a 6x40mm precise pro rx stent was implanted at the target lesion. It was reported that the stent under-expanded leading to hypoperfusion. The angioguard rx was successfully retrieved and it is unknown if debris was in the basket. There was no documented presences of air bubbles, the patient had no neurological deficits when leaving the angiography suite and was discharged the next day. The patient currently has normal neurologic function. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information provided it appears that the severely calcified vessel may have affected the ability of the stent to fully expand. As stated above this led to the hypoperfusion which was alleviated with post dilation of the stent. The products were not returned for analysis. With the information available and without return of the product for analysis or films of the even and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study, the patient suffered from a sudden onset of a left hemiparesis that was diagnosed as hypoperfusion right after stent deployment of the lesion. It was also reported that the stent under-expanded, which had led to the hypoperfusion. The patient was treated with a balloon expansion of the stent. The patient fully recovered in approximately 2 minutes and was discharged the next day. The target lesion was located in the right ostium of the internal carotid artery and the right bifurcation of the common carotid artery. The length and diameter are unknown. The lesion was severely calcified with a stenosis rate of 95%. There was none documented vessel tortuosity. Lesion thrombosis is unknown. The target lesion was a restenosed endarterectomy site. The nih and rankin scale were not performed and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard rx embolic protection device and it was successfully deployed past the lesion. Pre-dilation was not performed. Then, a 6x40mm precise pro rx stent was implanted at the target lesion. However, after stent deployment, the patient suffered a sudden onset of left hemiparesis that was diagnosed as hypoperfusion. It was also reported that the stent under-expanded and this had led to the hypoperfusion. The patient was treated with a balloon expansion of the stent with an unknown balloon. The patient responded well to the treatment and fully recovered after 2 minutes. The angioguard rx was successfully retrieved and it is unknown if debris was in the basket. There was none documented presences of air bubbles, and the patient had the neurological deficit when leaving the angiography suite. A CT or MRI of the brain was not performed. The patient was discharged the next day. The nih and rankin stroke scale scores were not performed. The patient currently has normal neurologic function.